Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified arteriovenous fistula. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 2-4 atmospheres for a few seconds. The balloon was pulled out via the introducer sheath and was completely removed from the patient's body, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified arteriovenous fistula. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 2-4 atmospheres for a few seconds. The balloon was pulled out via the introducer sheath and was completely removed from the patient's body, and the procedure was completed with another of the same device. No patient complications were reported.